Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used super poligrip original as a denture adhesive. The pt's past medical history included cancer. Concurrent medical conditions included rheumatoid arthritis. Co-suspect medication included fixodent. In 1996, the pt used super poligrip original twice per day. At an unk time after using super poligrip original, the pt experienced neuropathy, hypocupremia, and hyperzincemia. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the outcome of the events was unk. Info was received on 11/28/2011 via fact sheets completed by the pt and/or the pt's attorney. Super poligrip original was used from 1996 until 1997, two times a day. Fixodent extra hold powder, fixodent complete, and fixodent free were used from 1997 until the time of this report, daily, one 2.4 ounce tube a month. The pt experienced hypocupremia, hyperzincemia, neuropathy, myeloneuropathy, pain, shortness of breath, and a loss of energy. On (B)(6) 2010, the pt's copper and zinc levels were normal.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).